Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal right coronary artery that was 95% stenosed. The radial approach was taken and an unspecified stent delivery system was advanced. However, the stent was malposed; therefore, a 3.5 x 12 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. The bdc initially met resistance with the anatomy during advancement. Then the proximal shaft of the device separated into two pieces outside of the anatomy; therefore, the device was replaced with another unspecified nc trek bdc to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional analysis were performed on the returned device. The reported separation was confirmed; however the reported physical resistance could not be replicated in a testing environment as this is based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.